Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.

Event description:
A report was received from (B)(6), stating that the device had hose damage. It is unknown if the device was used during surgery. However, it is unknown if ther was user death or injury. There also was no report of pt injury or medical intervention. No additional information available.